Event description:
The customer reported that all of the pts on system a and system b dropped out for a few moments. This resulted in a temporary inability to centrally monitor pts, however beside monitoring was not affected. There was no reported of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device evaluation is not yet completed. A follow-up report will be submitted when the evaluation is completed.